Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the leg on (B)(6) 2016. Patient's mother reported that the reaction started out just under the adhesive patch but then spread to a larger portion of the patient's leg. Reaction was red with pus and scarring. Patient's mother stated that the patient has been using dexcom cgm for approximately one year and has also had infections at his insulin pump sites. On (B)(6) 2016, the patient saw a specialist and was prescribed medication. Patient also had lab tests performed. Specialist advised that they believed the patient was having an immune issue and not a reaction to the sensor insertion site. The affected area was treated with fluconazole oral antibiotic/anti-fungal, mupirocin ointment, triamcinolone ointment. At the time of contact, the patient was okay. Additional event or patient information is not available. No product or data was provided for evaluation. The reported skin reaction was not confirmed. A root cause could not be determined. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites.